Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
Pt. Reported; message: trouble with recovery? I do not bend correctly; I apparently have too much scar tissue. The more I work, the more I develop more. I keep fighting to bend and walk normally. Left knee additional info. (B)(6) 2025: I had full knee replacement surgery on my left knee in august. I think it was the (B)(6) 2024 and then my right knee in (B)(6) on of 2025. And I went from surgery three days later with one and had physical therapy start and then same with the other. And I've worked out the best that I can and still doing so. In fact, I worked out very hard and try to do everything that I can to get my niece to work correctly. I currently I have a lot of scar tissue, so I have a lot of issues with scar tissues and being able to bend correctly. And I have a lot of, I guess it would be neuropathy in my about 3 inches above my knees kind of where it starts and then around the knee down the calves and the tibia and ankles and toes, feet and toes. But I thought maybe since you have made the product, you could tell me if there's something, some specific exercise or some specific action besides massaging and using a roller and a and a scraper tool to like massage that skirt. What I believe is scar tissue. I don't know what it looks like. I do know I have this white puffy stuff that pops up and when I do certain exercises, it seems to go away and then it comes back and it moves right. I feel like I have a alien inside of my kneecap and it's so strange that I actually take pictures of it on my phone because it's just beyond me what I'm supposed to be aiming for to get full recovery.

Manufacturer narrative:
Reported event: an event regarding arthrofibrosis involving an unknown knee was reported. The event was not confirmed. Method & results: -product evaluation and results: material analysis, visual, functional, and dimensional inspections could not be performed as the device remains implanted. -clinician review: no medical records were received for review with a clinical consultant. -product history review: could not be performed as the device lot details were not provided. -complaint history review: could not be performed as the device lot details were not provided. Conclusions: the exact cause of the event could not be determined because insufficient information was provided. Additional information including lot details, operative reports, progress notes, x-rays and return of the device are needed to fully investigate the event. If further information becomes available or the product is returned, this investigation will be re-opened.

Event description:
No new information.